Event description:
It was reported, the pt had a dvr in 2006 with sjm valves implanted in the aortic and mitral positions. One month later, the pt was readmitted to the hosp with fever and chills and expired seven days later. Cultures at autopsy showed aspirgillus fungal growth on the aortic valve, but not on the mitral valve. The cause of death was endocarditis.